Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after few attempts, the doctor could not insert the involved angio-seal device into the vessel. The doctor found that the sheath was kinked. He removed the angio-seal and continued with manual compression and the case was done. The patient was reported to be stable with no complication. The procedure was completed successfully. Additional information was received on 07sep2020. The procedure being performed was an angiogram using a 6fr procedural sheath. A pre-deployment angiogram was performed. The kink was not noticed before trying to use the sheath.